Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The returned ipg was fully recharged and passed the discharge test, where it provided 82 hours of output stimulation on a full battery recharge. It also passed all functional testing at the autotester. No root cause was identified for the reported event.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Event description:
It was reported that patient had to charge more frequently than recommended and the ipg was deemed inoperable, as a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.